Event description:
An obese resident was being transferred from the bed to wheelchair using a pt lift when the sling ripped and resident fell to the floor. The sling ripped at the seams which are attached to the lift when in use.